Event description:
The patient was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for pain. The patient experienced decreased pain relief and the catheter was found to be fractured at the insertion site. The patient underwent explantation of the catheter in 1999; however, a piece of fractured catheter remained in the intrathecal space the catheter was replaced in 1999 and the patient now experiences increased pain relief.